Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that the pt's monitor shutdown and would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is currently underway. The reported problem (will not power up) has been confirmed. A supplemental report will be sent following a root cause analysis. No adverse event resulted from the defective monitor. The pt was issued a replacement monitor.